Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Associated mdrs: 1225714-2014-02377 and 1225714-2014-02378.